Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 10049940." Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 10049940." Common device name: lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 10049940.

Event description:
It was reported that the patient's lead was exposed. Surgical intervention took place where the entire system was explanted to address the issue. The wound has healed, and the staples were removed. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.